Event description:
Removed a 20 french avanos push method peg in office. The stiff internal bumper let to disruption/tear of the established peg tract requiring emergent laparoscopy, washout and gastric wedge resection.